Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited oversensing noise on the ventricular channel after an unrelated procedure. Far p-wave oversensing was also noted. The device was reprogrammed. The patient was stable.

Event description:
Additional information states that the patient presented remotely via merlin.net transmissions. It was noted that the device exhibited far p-wave oversensing. Programming changes were discussed. The patient was not symptomatic.